Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, the 5mm clip applier the surgeon was using would not fit through the 5mm trocar supplied within the kit. Replaced by a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, the 5mm clip applier the surgeon was using would not fit through the 5mm trocar supplied within the kit. There was no patient injury.